Event description:
It was reported that patient has had no further alarms and remains on non-grounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events while the patient was supported by the power module. Based on past experience with the heartmate (hm) ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. In addition, a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. The submitted log file captured several low speed and pump stop events on (B)(6) 2021 with associated low speed hazard and low flow hazard alarms. The associated voltage levels indicated that the events occurred when the system was powered by a power module. A distal-end driveline replacement was performed on (B)(6) 2021 under work order (B)(4) and approximately 16¿ of the external portion of the driveline was returned for evaluation. A superficial tear in the outer jacket was observed approximately 2.5" from the controller connector the replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account later reported that the patient experienced no further alarms and would remain on an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for driveline infection with a new abscess. While admitted the patient began having a red heart alarm. The patient's pump immediately alarmed for low flow with a reading of 0.0 lpm after connecting the patient's batteries to the power module. The nurse changed the system controller and the flows returned to normal. The nurse again connected the patient to the power module and the flow dropped immediately to 0.0 lpm and alarmed low flow. The patient was switched to a non-grounded patient cable and the alarms resolved. The patient did not have any alarms on batteries. A log file analysis captured the controller exchange on (B)(6) 2021 and pump stops on (B)(6) 2021 at 1727-1734. It appeared that short to shield had developed, but x-rays did not show any obvious signs of breakdown. The patient underwent a driveline repair on (B)(6) 2021 and the entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and no alarms were noted. The patient was placed back on a non-grounded patient cable until analysis of the replaced portion of the driveline was completed.